Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had changing impedances. The physician suspected a connector issue with the implantable cardioverter defibrillator (ICD). The lead was revised and the lead and device remain in use. The patient was a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.